Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('abdominal pain over right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), foot pain ("foot pain"), asthma ("asthmatic bronchitis"), alopecia ("hair loss"), tremor ("hand tremor"), mood swings ("mood swings"), fatigue ("tiredness"), pain in extremity ("pain in right arm") and back pain ("low back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, foot pain, asthma, weight increased, alopecia, tremor, mood swings, fatigue, pain in extremity and back pain had not resolved. The reporter considered abdominal pain lower, alopecia, asthma, back pain, fatigue, foot pain, mood swings, tremor, weight increased and pain in extremity to be related to essure. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('abdominal pain over right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), foot pain ("foot pain"), asthma ("asthmatic bronchitis"), alopecia ("hair loss"), tremor ("hand tremor"), mood swings ("mood swings"), fatigue ("tiredness"), pain in extremity ("pain in right arm") and back pain ("low back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, foot pain, asthma, weight increased, alopecia, tremor, mood swings, fatigue, pain in extremity and back pain had not resolved. The reporter considered abdominal pain lower, alopecia, asthma, back pain, fatigue, foot pain, mood swings, tremor, weight increased and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('abdominal pain over right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), foot pain ("foot pain"), asthma ("asthmatic bronchitis"), alopecia ("hair loss"), tremor ("hand tremor"), mood swings ("mood swings"), fatigue ("tiredness"), pain in extremity ("pain in right arm") and back pain ("low back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, foot pain, asthma, weight increased, alopecia, tremor, mood swings, fatigue, pain in extremity and back pain had not resolved. The reporter considered abdominal pain lower, alopecia, asthma, back pain, fatigue, foot pain, mood swings, tremor, weight increased and pain in extremity to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('abdominal pain over right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), foot pain ("foot pain"), asthma ("asthmatic bronchitis"), alopecia ("hair loss"), tremor ("hand tremor"), mood swings ("mood swings"), fatigue ("tiredness"), pain in extremity ("pain in right arm") and back pain ("low back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, foot pain, asthma, weight increased, alopecia, tremor, mood swings, fatigue, pain in extremity and back pain had not resolved. The reporter considered abdominal pain lower, alopecia, asthma, back pain, fatigue, foot pain, mood swings, tremor, weight increased and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4) . No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.